Event description:
#Medwatcher #(B)(4). I was implanted with a medical device implant called essure in 2005. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on (B)(6) 2005. This is a list of my side effects and symptoms that I have experienced due to essure. Pelvic pain, joint pain, panic attacks, anxiety attacks, bloating, swollen legs and feet, numbness in my hips and pelvic area, hair loss, uterine cysts, excessive bleeding during menstruation, anemia, I am now iron deficient, no energy, dry skin, depression, muscle pain, irritable bowel, leg cramps, endometriosis, uterine fibroids, uterine inflammation, painful ovulation, night sweats, loss of libido, painful intercourse, a severe case of incontinence, sexual disfunction, numerous yeast infections, many uti's, breast pain, abdominal flutters, back pain is awful, body aches, nausea, vomiting, constipation, heartburn, headaches, dizziness, nerve pain, forgetfulness, my ears ring, tremors, high blood pressure, weight gain, bruises, arthritis, heart palpitations, many dental issues, insomnia, gallbladder issues, adrenal issues, blurred vision, and dry eyes. I have had the following surgeries due to essure. D n c , and an ablation the device is still inside of me at this time.